Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 626221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2015, the patient experienced mood swings ("hormonal changes / hormonal changes describe: mood swings"). In 2016, the patient experienced migraine ("migraine / migraines/headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, mood swings, migraine, weight increased, weight decreased, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for perforation. Discrepancy noted in insertion dated :(B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Imaging procedure - on (B)(6) 2008: test bilateral occlusion. Lot number: 626221 manufacture date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, hormone level abnormal, migraine, weight increased and weight decreased outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, migraine, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- event injury replaced with new events pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, bleeding: general abnormal bleeding, perforation: fallopian tubes, other injuries/symptoms: hormonal changes, migraine, weight gain, weight loss. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. Product indication was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 626221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2015, the patient experienced mood swings ("hormonal changes / hormonal changes describe: mood swings"). In 2016, the patient experienced migraine ("migraine / migraines/headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, mood swings, migraine, weight increased, weight decreased, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for perforation. Discrepancy noted in insertion dated: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Imaging procedure - on (B)(6) 2008: test bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: lot number added. Reporter information was added. New event "abnormal bleeding (vaginal, menorrhagia)" was added. Previously added event "hormonal changes" was updated to "hormonal changes describe: mood swings". Outcome of events " fallopian tube perforation and migraines/headache" was updated as " recovered/resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.